Manufacturer narrative:
One fluid warmer was returned for evaluation. Physical inspection of the device found it to be in good condition. Upon powering on the device, and after about 15 minutes of operation an alarm sounded both audibly and visually. A crack was found in the return tube which had leaked water and damaged multiple internal components. The reported customer complaint was verified. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical fluid warmer has a disposable light flickering, but without an audible alarm.